Event description:
The customer reported that she was hospitalized for high blood glucose levels, with a reading of 508 mg/dl. The customer stated that she had a bronchial infection, the flu and a bent cannula, which all may have contributed to the event. Troubleshooting was performed, and the insulin pump passed the prime test, but failed the high pressure test. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.